Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the leak detection sticker inside the scope connector had discolored. Therefore, it is plausible that the cause of the image abnormalities was that the submersion caused a short circuit or other abnormality in the internal circuitry of the scope. However, the cause of the event was unable to be specified. ¿the event can be detected/prevented by following the instructions for use which state: ·labeling the event can be detected of abnormal image in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. The event can be prevented in accordance with the following IFU. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope screen went grey, and then blacked out before error message e315 showed on screen. The issue occurred during an unspecified procedure. There were no reports of patient harm. The procedure was not completed and it has been rearranged for the patient.